Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would display images when powered on, but burn in testing found that the monitor would lose and not restore the display. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was black. When plugged in, sound would emit from the system but the display would not power on. When a known operational monitor was plugged in, the display for the navigation system appeared. There was no patient present when this issue was identified. No additional information was provided.